Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on september 25, 2023.

Event description:
Per the clinic, the patient experienced poor performance and no connection with the device. Subsequently, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 15, 2023.